Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the balloon was found to be ripped 360 degrees from its proximal side and rolled over its distal tip section. No anomalies were observed with the distal tip. The flow gate was flushed with water. The flow gate shaft was wrinkled on several places along its length. From the condition of the flow gate balloon (balloon torn) it appears that during retrieving the flow gate from the sheath (without peel away) the balloon section proximal side of the flow gate balloon got struck at the sheath proximal. It appeared to be pulled with excessive force therefore the balloon ripped from its proximal side. Due to the anomalies found on the flow gate balloon ripped, the functional evaluation could not be performed. According to the dfu ¿never advance or torque catheter against resistance without careful assessment of cause of resistance using fluoroscopy. If cause cannot be determined, withdraw catheter. Movement against resistance may result in damage to vessel or catheter. It would appear that this complaint is associated with use error, therefore the cause of use error was assigned to the reported balloon burst.

Event description:
It was reported that after successful angioplasty with the balloon catheter, balloon was torn while removing from the patient. The physician commented that the balloon part got stuck at the tip of the femoral sheath and some resistance was felt when retracting it into the sheath. No clinical consequences to the patient was reported.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that after successful angioplasty with the balloon catheter, balloon was torn while removing from the patient. The physician commented that the balloon part got stuck at the tip of the femoral sheath and some resistance was felt when retracting it into the sheath. No clinical consequences to the patient was reported.